Event description:
It was reported that pump had damage to charging port and touchscreen was unresponsive, and patient did not want to troubleshoot issues with pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by customer or technical support.